Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the user allowed the device to enter stand by mode causing the device to be powered down by a timer. The failure mode was not reproducible during in-house testing. There was no fault found with the returned unit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was in standby mode and not in use, it powered down and was unable to turn back on. The device was not in use when the fault occurred, therefore, there was no patient involvement.